Event description:
It was reported that after a related surgical procedure (3006705815-2023-00517) the patient's ipg was unable to communicate with external devices. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The report that the ipg ¿lost ability to communicate during lead revision¿ was confirmed. The ipg logs show that the last battery daily timestamp as (B)(6) 2023, which is consistent with the lead revision surgery occurring on (B)(6) 2023. Based on the logs it was queried (recovered) after explant.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.